Manufacturer narrative:
(B)(4). This lot was manufactured from 05/07/2014 - 05/09/2014. Evaluation summary: a companion sample was received for evaluation. A visual inspection was performed and showed no defects. The device was connected to another set and primed for gravity testing with no defects noted. The device was connected to a pressure gauge and pressure tested under water and clear passage tested with water with no defects noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set leaked during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.